Event description:
It was reported that a wireless battery module for a spectrum pump was malfunctioning. With this module attached, a pump will power on, and then shut down by itself. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the eval of this device is completed, a supplemental report will be submitted.